Event description:
The reporter stated that panta instrument set was not complete when it was delivered to the customer and used during a surgical procedure. The quick coupling ao was missing from the set. Teflon rings were also missing from the set. The surgical time was prolonged by about fifteen mins. There was no adverse outcome for the pt.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.